Event description:
It was reported that the patient complained of back pain and shoulder pain since the implantable cardioverter defibrillator (ICD), right ventricular (rv) lead and right atrial (ra) lead were implanted. The ICD, rv and ra leads were removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.